Event description:
It was reported while using the bd bactec¿ mgit¿ 960 pza kit, one (1) false resistant patient sample to pza was obtained from a mgit instrument. Whole genome sequencing was performed and showed the absence of pza resistance mutations. There were no health impact or consequences reported. This is report 14 of 14.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.